Manufacturer narrative:
The field service engineer (fse) observed rinse nozzle cleaner dripping into the cell intermittently. The fse replaced the vacuum tubing for that nozzle. The fse ran calibration and qc and completed an ise check.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial na result was >180 mmol/l. The repeat result from a different c501 module was 135 mmol/l. The questionable result was not reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The service actions resolved the issue.